Event description:
It was reported that there was an impedance warning on the right ventricular (rv) lead due to increasing impedances. It was also noted that the lead had increasing capture thresholds. An x-ray was taken. No additional information was able to be obtained from the clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.